Manufacturer narrative:
The other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for intractable spasticity and other spasticity. The pump currently contained an unknown brand of baclofen with a concentration of 2000 mcg/ml at a dose of about 389 mcg/day. The pump used to contain an unknown brand of baclofen with a concentration of 500 mcg/ml at a dose of 413 mcg/day. It was reported the patient believed for a number of months ((B)(6) 2016), the pump had been putting out more baclofen than what it was programmed to do. It had caused the patient behavioral issues feeling that he had been in a baclofen intoxication or overdose, and when that occurred the patient stated he was like a 3 year old. The patient had lost his pump doctor for pump management. The patient stated he knew for a fact that even though it was on a continuous flow that it was putting out a bolus at 5 o¿clock and had side effects from that bolus that took 5 hours to recover from. The patient stated there were only two doctors in his town, and because of the overdose situations, they were not for him. The patient was looking for additional options that what was on the locator and was told there were some health care providers (hcps) closer than the next options on the locator. The patient stated what he thought broke the pump they believed the catheter was implanted too high in the patient and was causing problems. The patient went on a path to changing his programming, boluses, and changed the settings 25 times, and the patient stated since then is when he had been getting additional boluses. The patient stated every single day he was getting a bolus, he could feel it and it would wipe him out completely and shut his brain down, and it took 5 hours to feel good again. The patient did not want to provide the name of his prior managing hcp. The patient also reported a couple of months ago in 2016, the patient saw a manufacturer representative when the patient had a magnetic resonance imaging (MRI) procedure for a dislocated shoulder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.